Event description:
Pt reported that she was experiencing hazy vision, severe eye pain, and scratched cornea. Has to visit eye doctor numerous times. F/u with the ecp determined the pt had a corneal ulcer, stromal (non vision threatening) keratoconjunctivitis, neovascularization. She was prescribed zymar and artificial tears.

Manufacturer narrative:
This is being filed as corneal ulcer. This report is linked to (B)(4), 9614392-2011-00154. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.